Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider reported that the upper support assembly broke. The user repositions himself and pushes off on the leg rest to do so.